Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported after insertion of trocar, diaphragm had a tear in it. It leaked with a 5mm device in it. There was no consequence to the pt.